Manufacturer narrative:
Engineering investigation identified that a potential cause that could have led to this failure was related to not following procedures of proper solvent bonding execution during the assembly process. Awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation when received.

Event description:
It was reported that the transducer tubing had broken at the sample site during use. No blood leakage was observed at the break but blood backflow was backing up in the tubing. The nurse noticed the break and exchanged the unit. It was later indicated that the tubing had smooth edges and looked detached. No patient complications reported. No patient demographics available at this time.

Manufacturer narrative:
We received one single dpt - vamp plus kit with an attached IV bag for examination. The reported event of tubing detachment at the sample site was confirmed. As received the pressure tubing was found detached from the solvent bond joint with the distal sample site. Indications of bonding solvent were evident on some locations of tubing bond surface area. The tubing outer and inner diameter were within specification. No other visible damage or defect was observed from the kit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.